Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) cuff due to unspecified reasons. A patient outcome was not reported. Additional information received that the patient had the device implanted one year ago. Initially the device worked, however over the past few months his mc slowly returned. The cuff was replaced and when the cuff was removed there was a hole in the crease of the cuff. The device was leaking. The cuff will not be returned.